Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly despite the attempt of multiple usb cables and power sources. The customer reported the pump usb port was loose and would only charge intermittently which resulted in the pump battery fully depleting and shutting down. The customer¿s blood glucose was approximately between 100-300(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.